Event description:
Pt with complaints of a "jolt" from electrical stimulation. Pt was disconnected from machine. Vital signs were taken and pt was monitored. After approx 30-40 minutes a decision was made to call 911 due to pt's increased complaints of nausea and in voluntary muscle contraction. Pt was admitted to the hospital for four days.